Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has cracks on the top cover. The front bezel has a nick top right corner. The iesu was placed on golden system and was run in normal mode. There was a c-34 error on start-up and mono coag activation. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to a defective generator triggering system errors.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported erbe generator had a 2-8a fault (2 esu activation at once) and c-34. Customer reported they could not get their monopolar energy to work. Customer used the force triad to complete the case. Tse was not able to view live logs at the time of the call. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury.